Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
Additional information received indicates the patient experienced ineffective therapy. Imaging confirmed the lead is fractured.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005704.

Event description:
It was reported that the patient is unable to enter their device into MRI mode due to one lead with all high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.